Manufacturer narrative:
The reported events were lead dislodgement and far p wave oversensing. As received, a complete lead was returned in one piece for analysis. The helix was extended and it was observed that the helix was clogged with blood/tissue. A full helix extension length was measure and it was within the specification. The reported event of far p wave oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited far p oversensing. Fluoroscopy was performed and the right ventricular lead was found to be dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.